Manufacturer narrative:
A ge service rep performed an onsite investigation. All of the c-arm circuit boards were reseated and the system software was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the screen would freeze at startup. The system would not boot up. There is no report of pt injury.